Event description:
Caller reported an occlusion alarm, with multiple previous occlusion events occurring and resolved through the same actions. There was no adverse impact to the customer's blood glucose level. The issue was resolved by changing the infusion set and cartridge and resuming insulin use. No frequent or recurring occlusion issues were noted, and no additional assistance was necessary.